Manufacturer narrative:
The device was not returned to zoll for evaluation; however, the customer has provided ECG event data on a card file for the patient event. The rhythm presented during the interpretive period met the criteria for a non-shockable signal. The analysis algorithm has previously been tested against a database of patient rhythms. The results of the testing indicated 100% specificity and 95.7 sensitivity for the rhythms included in the database. It is possible that this patient's rhythm falls within the 4.3% class of algorithm accuracy.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown) the device gave a "shock advised" prompt for what appeared to a non-shockable rhythm. Complainant did not indicate that there was any patient involvement in the reported malfunction.